Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes. An alert also triggered for noise, high threshold, and high and undefined pacing impedance. The lead had fractured and the patient had received multiple inappropriate shocks. The lead was capped and replaced with the previous capped rv lead. The previous capped rv lead had been previously capped due to high thresholds and high impedance but on the day of replacement tested within normal limits. The physician decided to uncap the previous lead and it is now in use. No further patient complications have been reported as a result of this event.